Event description:
It was reported that the customer experienced a blood glucose (bg) level of 40 mg/dl, cause was unknown. Customer required assistance consuming carbohydrates and juice. Reportedly, the customer declined further assistance from tandem technical support regarding the issue. No additional patient or event information was available.